Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed a crack in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Heartware initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient noted a small crack on the polyurethane outer sheath of the driveline during a routine clinic visit. The patient denied any alarms. A manufacturer's representative performed a driveline sheath repair per specifications. Visual inspection revealed a small area of cracking (~0.25 inch) noted in the outer sheath. The inner silicone sleeve and wires were intact and no alarms were noted on interrogation. The driveline cover was easily able to slide over the repair site. There were no reported pump stops and no reported effect on the patient. The site instructed the patient on maintenance of the driveline and repaired area. All questions and concerns were addressed prior to leaving the clinic. The driveline remains implanted.